Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9077703 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 26x3/8 ib separated from the syringe the following information was provided by the initial reporter: "it was reported that needle is not staying in place when filling with air to inject into insulin vile. Caller reported syringe not staying in place when filling with air to inject into insulin vial. Customer was able to resolve issue by changing needle each time. Number of occurrences - customer stated incident occurred multiple times, but unable to give exact/approximate number of times. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8" needle, pn 305110. Product lot # - 9077703. Did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required. Cts to replace cartridges/needles. (For product return contact: (B)(6))"